Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up CT scan identified a proximal type I endoleak. The physician determined the cause of the endoleak was due to a 4.5 cm in diameter aneurysm. An intervention was performed and an endurant ii cuff was implanted in conjunction with aptus endoanchors. During the intervention the physician indicated that the patient's right renal artery was accidentally covered by the endurant cuff. No additional clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.